Event description:
Customer reportedly obtained a result of 6.7 inr on the coaguchek xs system and 4.5 inr on a comparison lab. Coumadin was reduced from 12.5 mg to 10 mg based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.